Event description:
The contact stated that when the customer opened a new carton of test strips, the cap on the bottle was open and the test strips were loose inside. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results.

Manufacturer narrative:
A lot number was not provided for the test strips, so it was not possible to determine a manufacture date.